Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A portion of the reported dental implant was returned for investigation. Visual inspection of the as returned product identified a clean fracture that had separated the implant collar from its body, which was not returned. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. The reported device was located on an unknown tooth and was used for an unknown duration. Pictures or x-ray images were not provided. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant fractured. The reported device was returned and the reported complaint is confirmed through visual inspection of the returned product. A definitive root cause for this complaint could not be determined. The following sections have been updated: d4: expiration date. G4: date received by manufacturer. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H4: device manufacture date. H6: evaluation codes.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Additional PMA/510(k) number ¿ k011028 / k013227.

Event description:
It was reported that the implant was fractured. Implant placed in 2013 and patient return with crown and a piece of the implant in hand.